Event description:
The husband of a (B)(6) patient called zoll customer support to report that the patient's monitor was showing a service code 110 - over voltage cleared no energy. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (service code 110) has been confirmed. Upon evaluation, the low esr capacitor (component c10), located on the computer/monitor board pca shorted out and caused the monitor to malfunction. The root cause of the electrical short circuit cannot be positively identified, but may be the result of a random component failure. No adverse event resulted from the defective capacitor. The patient received a replacement monitor.